Event description:
At clinic it was determined that this patient had a recalled lead, therefore he was set up for an extraction at his battery change. Upon removal of the st jude riata lead the patient developed an effusion and required emergent intervention to repair the perforation.the manufacturer took the lead in question and were going to have their engineers look at it.